Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified. Rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, implant rupture. Device has been explanted. This relates to left side.

Event description:
Healthcare professional reported implant rupture. Device has been explanted. This relates to left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification). No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d9; e1; e3; h3; h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.